Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps (mbf) instrument and cannula were inspected prior to use without any issue. Arcing appeared to originate at the base of the instrument jaw. Bipolar energy was activated when the arcing event occurred. The surgeon confirmed that the instrument was connected properly. Forcetriad esu was used with settings macro 60w. Fenestrated bipolar forceps (fbf) and cadiere forceps (cf) instrument were used when the arcing event occurred. The instrument tips did not collide with any other instrument or tool during the procedure. The instrument tips did not touch any staples, clips or sutures while energized. The issue did not cause patient injury. The patient did not return to the hospital for any post-surgical complications. The issue was resolved by replacing the instrument. The procedure was completed robotically with the same da vinci system. The procedure was delayed about five minutes. Intuitive surgical, inc. (Isi) received the mbf instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported that the maryland bipolar forceps (mbf) instrument sparked two or three times when the electrocautery was activated. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.